Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator change, it was noted that there were insulation anomalies on the right atrial lead. There were no electrical anomalies noted in association. No intervention was performed on this lead. The patient was in stable condition and will continue to be monitored.